Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left superficial femoral artery after a diagnostic procedure. Reportedly, when attempting to push the device into the artery the sheath kinked. A second proglide device was used with the same results. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that all components in pre-deployed position. Inspection of the returned device indicated that there were scratches on the sheath surface at the location just distal to the swage ring and suture bearing where the sheath had kinked. The observed damaged is consistent with inserting the device into the patients anatomy against resistance. During testing, hydrophilic coating was verified present throughout the sheath surface. Based on the investigation findings, the root cause for the kinked sheath is incorrect technique. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017 improper or incorrect procedure or method - used in the left superficial femoral artery and on an extremely obese patient. Device #1 part #12373-03 lot #910136h is being filed under a separate medwatch MFR number.